Event description:
A nurse was flushing the ports of a triple lumen subclavian catheter. After injecting heparin solution, the needle was removed from the port, and as the protective cover was slid over the needle it only slid approx 3/4 of the entire length. Because the cover became stuck, the nurses finger slid ta the end of the needle which pierced the skin and drew blood.